Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153670, test base part number 195-430h / lot 148383.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported unconfirmed false negative results with the binaxnow¿ covid-19 antigen self-test performed on multiple dates . Repeat testing (x3) with binaxnow¿ covid-19 antigen self-test was performed on (B)(6) 2021 and generated negative results respectively. The consumer stated that she was symptomatic and had loss of smell, taste, fever, slight shortness of breath and slight fatigue. No additional information was provided by consumer even after multiple attempts.